Manufacturer narrative:
Date of event: exact date unknown, event occurred five years ago. Explant date: 2015.

Event description:
It was reported that the patients paddle lead was fractured. The patient underwent an explant procedure. The explanted paddle lead was not returned. No further information has been obtained.